Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of lv capture (loc) in al vectors. A review of the trend showed a change in the impedance measurements beginning late last year but the patient remained asymptomatic. Boston scientific technical services (ts) discussed programming the device to right ventricular (rv) only pacing and considering the option of putting in a new lv lead. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.